Manufacturer narrative:
During review of the file, it was noted that the device evaluation was inadvertently not provided to FDA. Concomitant medical products: 11 v lithium-ion backup battery: mm250449. The system controller and backup battery were not returned for evaluation. Review of the system controller device history records found that the backup battery shipped with the system controller was manufactured in september 2012 and had an expiration date of 09/01/2015. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on september 1, 2015, the system controller log file displayed a backup battery fault alarm at 12:00 am midnight. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. A review of the device history records revealed that the device met applicable specifications. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years (calculated from date of manufacture of the backup battery). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced a backup battery fault alarm on (B)(6) 2015 and silenced the alarm. The patient continued to silence the alarm until presenting to the clinic the following day where the backup battery was exchanged. The patient was asymptomatic. The system controller remains in use.